Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a received a software error alarm and an external ram error alarm on the insulin pump. Customer's blood glucose was 74 mg/dl at the time of the incident. Customer stated that the alarm did not occur while he was trying to change the settings on the pump using the paradigm pal software. Customer stated that the alarm occurred right after a battery change and there wasn't a low battery alert that was not cleared before changing the battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.